Event description:
It was reported that the device was in backup mode and was unable to be interrogated via inductive telemetry following a magnetic resonance imaging (MRI) scan. The suspected cause of the event was related to the device not being reprogrammed into MRI mode prior to MRI exposure. The device was restored and reprogrammed to resolve the event. The patient was in stable condition.